Event description:
After connecting the subject pacemaker to a lead, it was reportedly impossible to disconnect it.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After connecting the subject pacemaker to a lead, it was reportedly impossible to disconnect it.